Event description:
It was reported that the procedure was to treat an occluded lesion in the arteriovenous (av) fistula. The 10x60mmx80cm armada 35 balloon dilatation catheter (bdc) was successfully advanced to the lesion; however, the balloon ruptured radially at 14 atmospheres (atm) and the device was removed with difficulty. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A 10x40mmx80cm armada 35 bdc was successfully used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the returned device analysis noted that the balloon and inner member were separated. The separated portions were not returned. Follow-up information received from the account stated that the physician believes he removed the entire balloon from the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the inner member was noted to be separated. Additional information received from the site regarding whether the separation had occurred during the procedure or after the procedure stated the physician believed he had removed the entire balloon from the patient. The balloon rupture was able to be confirmed. The difficulty removing was not tested due to the condition of the returned unit. Based on a visual inspection and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture or difficulty to remove. Based on the reviewed information, no product deficiency was identified.